Event description:
The patient was revised for a second time on (B)(6) 2021 after initial revision surgery on (B)(6) 2021 and the primary surgery on (B)(6) 2021 due to fall. The humeral cup (36/9) was explanted. A humeral cup (36/3) and humeral spacer (9mm) was implanted.